Event description:
(B)(6) reported that during a trochanteric femoral nailing procedure on (B)(6) 2013, the coupling screw head snapped off while attempting the last few taps of the insertion handle to insert the helical blade. The blade was fully inserted. The locking bolt still needed to be inserted to complete the procedure. The insertion handle was disconnected in order to remove the shaft of the coupling screw still attached to the blade. The locking bolt had to be inserted free hand. The surgeon was able to aim for the hole in the nail and engage the locking bolt but the alignment may not have been as precise into the middle of the nail without use of the aiming arm. Insertion of the locking bolt may have been more oblique and slightly against the edge of the nail, causing the locking bolt to be left proud, approximately 4-5mm. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was placeholder.